Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted "no impedance taken" and it was unknown as to why the alert was triggered. It was noted that the device had variable capture thresholds. Reprogramming was done and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.